Event description:
A healthcare professional reported that after intraocular lens (iol) implantation patient experienced with decreased visual acuity and glare. The lens was explanted replaced with monofocal lens in secondary procedure. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).